Event description:
On 12/2001, a pt reported that their one touch profile meter was giving inaccurate low and error 2 messages. Pt did not take their medication due to the low readings on the meter. Pt's blood glucose results were 57 and 68 md/dl. Tests were done 21-30 mins apart. Pt had no symptoms to report. No allegation of harm. Attempts to contact pt for additional info has failed.